Event description:
Per the clinic, the device migrated from its initial placement, the patient underwent revision surgery (date not reported) to reposition the receiver/stimulator. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.